Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone16.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated by emergency medical services (ems) due to hypoglycemia. Patient could not recall the date of treatment. The patient's blood glucose levels declined to approximately 20 mg/dl while wearing the pod on their leg. Duration of use of the pod was unavailable. There were no other symptoms reported as the patient stated they were initially asleep at the time. The patient was treated with soda and sandwiches and provided a shot of glucagon. The pod was discarded.